Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
02/20/2018 08:40:27 anese clemons (aclemons) recall point of contact krista scheidt/admin assistant/kscheidt@freedommedical.com 02/27/2018 14:51:26 arjie ancheta (aranchet) inbound error 03/02/2018 11:04:43 ngoc t bui (nbui) est - rcl to mjr 03/13/2018 10:29:45 lauryne wasan (lwasan) there is no patient involvement. Confirmed updated from rcl to mjr for the major repairs needed per ngoc bui, service tech. Repair approved by krista scheidt, biomed, at kscheidt@freedommedical.com for $365. Use new po#588646 03/14/2018 06:41:25 ngoc t bui (nbui) lvp door latch recalls completed. Unit received with current software installed. Remediation not required. Replaced fluid ingress bezel assy, and rear case. Replaced fluid ingress ail sensor,frame memb, and right,left iui damaged pins. 03/14/2018 14:53:34 arjie ancheta (aranchet) 1z9791540268448954 06/03/2019 09:15:49 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.